Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the event with magnex injection, 2 grams, (ip) intraperitoneally (frequency not reported); vancomycin, 1 gram, ip, 1 ns in 3 days; amikacin, 250 mg, ip, once a day (durations not reported). At the time of this report, the patient outcome was not reported and dianeal therapy was ongoing. No additional information is available.